Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Patient stated technician that performed treatment may not have been technically sound using fraxel. Fraxel system should only be used by properly trained physicians and properly trained persons under the supervision of such a trained physician. Response from physician reported it was unknown who performed the treatment thus level of training is unknown. No additional information was provided by the physician about the treatment. No product or burn paper test was returned for evaluation. Based on the available information, no causal factor can be determined, and no conclusion can be drawn.

Manufacturer narrative:
A review of the device history records is in progress. The device has been requested but not yet returned for evaluation. Additional information has been requested but not yet received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported that they experienced burns and hyper-pigmentation following a fraxel laser treatment on their face. The patient also reported nerve damage to an unspecified location on their face. The patient indicated that the person performing the treatment rolled the fraxel over the same area back and forth many times. The patient stated the symptoms began showing within a week of the treatment, and that they used burcamine gel to treat the burned area. Additional medical information has been requested but not yet received.